Manufacturer narrative:
(B)(4).

Event description:
It was reported that a lesion was being treated in the left common iliac artery. The lesion was approached from the left brachial artery. An admiral 7.0*40mm mj was used to pre-dilate the lesion and a non medtronic stent was implanted. A non-medtronic guide wire and guide catheter was used to deliver the devices to the applicable lesion site. All non-medtronic devices were successfully used to access, pre-dilate and deliver a stent to the right iliac artery. Final angiography revealed residual plaque at the cia. The physician attempted to push the plaque into the vessel wall using an assurant cobalt device. The distal tip of the assurant cobalt delivery system may have been caught by the already implanted non medtronic stent therefore it could not be delivered. As the assurant cobalt device was pulled back to allow for another ballooning the stent became dislodged. The dislodged stent was pushed into the aforementioned previously deployed non medtronic stent by the tip of the non medtronic mounted balloon gw. A medtronic aspiration catheter was delivered ¿inside the dislodged¿ device and post dilation was carried out at rated burst pressure. Subsequent post dilation was carried out with a non-medtronic device. This device ruptured but the dislodged stent was successfully implanted inside the stent and the procedure was completed. There was no adverse event to the patient. For the assurant cobalt device there was no anomalous resistance noted during removal of the protective device, no resistance was felt with the non-medtronic mating devices during delivery, no resistance was felt when the device was passed through the lesion site. Pre dilation had been carried out. The lesion exhibited 50% stenosis post dilation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.